Event description:
Customer reported that the top ring of the reservoir compartment was chipped off. No further information reported.

Manufacturer narrative:
Unit received with broken reservoir tube lip, missing o-ring (reservoir tube), minor scratches on lcd window, cracked case at reservoir tube window corners and cracked battery tube threads.